Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, eight heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other patient complications were reported by the hospital. This report is for the eighth seal that cracked and a side biter clamp was used to complete the procedure.